Event description:
Medical director of gambro reports two leaks at the connection of the arterial blood line to the arterial end of the psn 210 dialyzer. No additional info is available from the center who reported the event to the medical director. The medical director reports no pt injury or medical intervention was required.